Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the drill bit broke. No pieces were left in the patient. There was a 10 minute surgical delay while the surgeon removed the piece with a cocker instrument. The bit broke at the junction between the shaft and the drill. Surgery was completed with another device readily available.

Manufacturer narrative:
Referring to the product inquiry the drill, ao, sterile t2 femur is the only reported device and thus considered the primary product. A review of the device history and the inspection records for the reported drill revealed no discrepancies; no manufacturing related issues were found. A physical examination could not be carried out since the reported product was not returned to stryker kiel. In a similar case of an intra-operative drill breakage a consulting hcp stated: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. The sales rep stated that ¿it seems that the drill was missing the nail and may have touched the nail itself. He also stated that ¿the surgeon is new to the use of these products (t2 aan nail).¿ the rep¿s statement suggests that the drill broke due to drilling under misalignment and high bending stresses, contributed by contact with the nail. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather considered user related. Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer reported that the drill bit broke. No pieces were left in the patient. There was a 10 minute surgical delay while the surgeon removed the piece with a cocker instrument. The bit broke at the junction between the shaft and the drill. Surgery was completed with another device readily available.